Event description:
Percutaneous coronary intervention (pci) was performed on pt with unstable angina in a 90% stenosed lesion in the right coronary artery (rca) distal posterior descending. A guide catheter was engaged and the lesion was dilated with a balloon catheter. The intravascular ultrasound (ivus) catheter was used, and the tip of the ivus catheter separated and was left in the lesion. A snare was used in an attempt to retrieve the tip but it was unable to cross the lesion. A previous placed stent in the rca mid was dilated, the rca distal was dilated and the proximal side of the lesion was dilated and attempts to retrieve with a snare were unsuccessful. Several add'l dilation and snaring attempts were tried until the snare succeeded in catching the tip, unfortunately it was unable to be pulled. A guidewire was inserted, but was unable to cross, a different guidewire was crossed to the lesion to the lesion, dilated with a balloon catheter and the tip was snared successfully. Angiography was performed, a perforation was found in rca mid. Balloon angioplasty was performed for the perforation and a coronary stent graft was used for blood stanching. Rca distal was dilated with a balloon catheter and ivus was performed. A stent was deployed in rca distal and ivus was performed again. Another stent was deployed in rca mid and ivus performed once more. The final angiography was performed. The pt was reported in stable condition.